Event description:
It was reported to superdimension that after a superdimension case on april 28, 2009, the patient developed a pneumothorax post op. It was reported that the procedure was performed under conscious sedation and the patient was persistently coughing during the procedure (during navigation). It was also reported that several biopsies were taken using the supertrax biopsy forceps. It was reported that the physician believed the persistent coughing and or the forceps used could have contributed to the pneumothorax. The patient's pneumothorax cleared the day of the case and the patient went home next morning.

Manufacturer narrative:
Other: review of the device history record for this lot did not reveal any abnormalities, it is complete and without any noted deviations. The device was manufactured and tested according to device specifications and procedures. The device was discarded by the site after the procedure was completed. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.